Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump takes over a minute to alarm when turning is off. The unit was triaged and the reported condition was confirmed. An issue was found with the gearbox. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit takes over a minute to alarm when turning is off. Per additional information received on 11-december-2017, the customer stated that during testing, the pump failed to alarm for occlusion. There was no patient involved.